Manufacturer narrative:
A ge service representative performed an onsite investigation. The left emergency stop switch was evaluated and replaced. The system was tested and found to be working as intended and returned td service.

Event description:
The customer reported that the system experienced an error resulting in an immediate loss of system functionality and un-commanded shut down. There is no report of a patient injury or death associated with this event.